Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump declared a data error alert. The customer cleared the alert and continued using the pump for insulin therapy. There was no adverse impact to the customer.